Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from japanese to english: "many fms on the catheter tip however most of them came off."

Manufacturer narrative:
H.6. Investigation summary: received a 20ga iag bc catheter-adapter assembly with no packaging material. The unit was received with miscellaneous plastic covering the catheter tubing. DHR review was not reviewed since the lot number associated with this account was unknown. Visual examination: the unit revealed a clear-white particle on the catheter tubing near the tip. Photo: the photo revealed similar findings. Conclusion: manufacturing: the particle observed with photo evaluation on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Plug shavings, a normal byproduct of the assembly process, can be introduced to the catheter tubing during routine cleaning of a portion of the assembly equipment. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "many fms on the catheter tip however most of them came off."